Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the guide pin of the device disassembled and the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the guide pin and metal shavings were duplicated by a manufacturer repair technician through visual inspection. Potential causes for the reported events include a material fatigue issue or impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the guide pin of the device disassembled and the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.